Event description:
Pt reported the menu button on the infusion device works intermittently. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.